Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2187 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "stylet bent during placement of a 4fr sl PICC. Nurse had to place a double lumen catheter and was successful on second attempt."